Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the leg, which is off-label usage of the device, on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred 3 days after the sensor had been inserted into the leg. On 11/01/2023, the patient didn´t report any specific symptoms but stated that he lost consciousness and that an ambulance was called by visitors he had over. At an unknown point during the event, but most likely when the paramedics arrived, the cgm was reading 4.5 mmol/l and the blood glucose reading was 1.6 mmol/l. The patient was treated by the paramedics with intravenous glucose fluids. No further treatment was needed, and the patient was not brought to the hospital. At the time of the report the patient was stable and was not feeling any hypoglycemic symptoms but was feeling unhappy about the situation. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.